Event description:
On (B)(6) 2015, a pharmacist contacted lifescan (lfs) (B)(4) alleging that a patient's onetouch verio 2 meter read inaccurately. The complaint was classified based on customer service representative (csr) documentation since the patient was unable to be contacted to obtain additional information. No information regarding the patient's diabetes management routine was captured, nor are any of the alleged inaccurate results known. The only detail which is known is that the patient was treated in hospital by a healthcare professional. The reporting pharmacist believed that the reason for this treatment might have been the subject meter. No further details were obtained by the csr at the time of troubleshooting. This complaint is being reported because the patient allegedly obtained inaccurate result(s) on the subject meter which led to them requiring hcp treatment in hospital. The subject meter could not be ruled out as a cause or contributor to the event(s).